Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. It was reported that they had problems with sensor. The customer¿s blood glucose was 240 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer reported that they had high blood glucose. The sensor glucose value that triggered the suspend event was 40 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was advised to enter blood glucose reading into the pump immediately after testing blood glucose, do not delay entry. The customer was advised do not calibrate on a sensor alert. The customer was advised that we will replacement sensor. The sensor will not be returned for analysis.